Event description:
The service repair technician (srt) reported that during preventive maintenance (pm) of the device at the service center, the batteries failed testing. There was no patient involvement.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00040. The batteries did not meet total nominal available capacity (tnac) specifications. The service repair technician (srt) replaced the 12 volt batteries. The unit operated to manufacturer specifications and was returned to clinical use.